Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding signal loss while using the adc reader. As a result, the customer was contacted and stated approximately on (B)(6) 2022, they experienced feeling impaired, lost control of their legs, shaking, and had a loss of consciousness. A healthcare professional contact was made, a general heart exam was performed and the customer was provided a chocolate drink for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The returned reader was activated with a known good sensor and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and the signal loss alarm/message was not observed upon waiting period. Issue was forwarded to extended investigation. Visually inspected the returned reader and no issues were observed on reader casing shell. The isf (interstitial fluid) log was downloaded using approved software. An analysis of ble (bluetooth low energy) rssi (received signal strength indicator) was performed, and no issues were observed. Activated a known good sensor with the returned reader and performed an alarm test. The reader was wrapped in aluminum foil, placed the reader in a tin metal box to prevent the reader from receiving rf signal emissions transmitted by the sensor puck and observed a signal loss alarm to go off 3 minutes from the start of the alarm test. Once again isf (interstitial fluid) log was downloaded. No issues were observed. This issue is not confirmed due to all alarms functioning properly. All pertinent information available to abbott diabetes care has been submitted

Event description:
A complaint was received regarding signal loss while using the adc reader. As a result, the customer was contacted and stated approximately on (B)(6) 2022, they experienced feeling impaired, lost control of their legs, shaking, and had a loss of consciousness. A healthcare professional contact was made, a general heart exam was performed and the customer was provided a chocolate drink for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the reader reviewed and the dhrs showed the reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h-10 was incorrectly documented in the previous initial MDR report. This section has been updated.

Event description:
A complaint was received regarding signal loss while using the adc reader. As a result, the customer was contacted and stated approximately on 04aug2022, they experienced feeling impaired, lost control of their legs, shaking, and had a loss of consciousness. A healthcare professional contact was made, a general heart exam was performed and the customer was provided a chocolate drink for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding signal loss while using the adc reader. As a result, the customer was contacted and stated approximately on 04aug2022, they experienced feeling impaired, lost control of their legs, shaking, and had a loss of consciousness. A healthcare professional contact was made, a general heart exam was performed and the customer was provided a chocolate drink for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the reader reviewed and the dhrs showed the reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. G-3 was incorrectly documented in the previous correction MDR report. This section has been updated.